Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records indicates patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. In addition, patient operative (op) notes reports patient underwent a revision procedure on the right hip on (B)(6) 2010 due to infection. Revision op report notes purulence was observed. All right hip implants were removed and replaced with antibiotic spacers. There has been no reported revision procedure for the left hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same event (reference (reference 1825034-2014-04210 & -06701 / -06703).